Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on march 27, 2025, with lot number 1011817. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as fold flaw opening. As per the investigation procedures creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture confirmed via MRI. This record is for the right side. Device has been explanted.

Event description:
Device has been explanted and replaced.